Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device was excellent. Motor rate error was found during occlusion test. The root cause of the reported issue was device was over ten years old. U29 on the main board does not operate as intended. Actions taken to mitigate the reported issue: replaced: motor, worn square shaft, interconnect board and main board. Cleaned, greased and recalibrated. Performed occlusion test and all functional tests which passed. UDI information is unknown.

Event description:
It was reported that a motor rate error event occurred. No patient injury reported.